Event description:
Boston scientific received information that during a routine follow up visit this left ventricular (lv) lead exhibited high pacing impedances greater than 2000 ohms and high threshold measurements. In addition, no capture and low sensing were observed on the lv lead; no syncope was noted. A replacement procedure was scheduled. The model and serial number of this lv is unknown at this time. During the revision procedure, the pocket was partially opened and a liquid fluid came out of the pocket. The physician suspected that this could be the result of a haematoma, but could not exclude, that this was a sign of an infection. The new lv lead was isolated and implanted away from the rest of the device and not connected to the device as the old lv was surgically abandoned. A smear-test was taken and the pocket was flushed with a disinfectant. The device was reprogrammed as the patient is pacer dependent and programming was changed due to the revision. The device remains implanted at this time and the lv lead was abandoned. No adverse patient effects were reported. Additional information was received that this product was part of a system revision due to infection. The new lv lead was isolated and implanted away from the rest of the device and not connected to the device as the old lv was surgically abandoned there were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.